Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints.product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
In this event it is reported that while placing a cover screw ev 3.6 healing screw in implant, screw broke off inside implant, tried to remove in reverse with implant driver, but plastic (from implant driver) then also broke off inside implant.